Manufacturer narrative:
Additional information received, the incident was unknown if the event was prior to usage. The patient did not receive the remaining volume. The product was not life sustaining and no information on when date of the event of occurred. Unknown response to clinical injury was reported.

Manufacturer narrative:
One cadd legacy plus pump was received in fair condition with a cracked housing. The event history log was unable to be downloaded. The device was powered up and alarmed error code (ec) 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error 1720. There was no reported adverse event.